Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the bar (csd04) fractured. Tooth location 16.

Manufacturer narrative:
The bar was not returned for evaluation due to it still being in use by the patient. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was not performed due to (B)(4) products being assigned a one time use lot number. Appropriate documentation was reviewed. A dimensional and functional inspection performed during the manufacturing process was documented in the DHR. This inspection confirmed that the dimensions of the manufactured bar were in compliance with the design requirements. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Event description:
It was reported that the bar (csd04) fractured at the distal extension near tooth 16. The bar remains in the patients mouth.